Event description:
It was reported by the customer that in bd pyxis¿ medbank tower aux validation code was not working. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 and h4 were kept blank since the serial number was not available. Upon investigation of the actual device used in this incident, it was determined that the validation code did not work. A technical support specialist checked the software settings and found that the pharmacy validation code settings were turned off. The tss enabled the pharmacy validation code to match the client profile and other sites. The user was then able to use the validation code, resolving the issue. User retried, and the drawer opened, allowing the medication to be issued. The system functioned as intended after the technical support specialist troubleshot the device.